Event description:
An eptfe graft was placed in the forearm of a patient as an arteriovenous shunt. Duration of implant unk. Surgeon explanted a segment of the graft with a possible pseudoaneurysm. Product type was unconfirmed. Lot number is unk.